Event description:
It was reported that during a lap exploratory of adhesions, received an unknown error code. As they removed the device through the trocar, the active blade broke. The piece was outside of the patient and they completed the procedure with a like device.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.